Event description:
It was reported that in 2003 the patient¿s wire ¿impeded and shorted out¿. They had a lead and the implantable neurostimulator (ins) replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).